Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully scanned and received high and low glucose alarms on a samsung galaxy s10 (android 12, 2.8.4.9335) and unable to reproduce the complaint. Therefore, this complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a samsung galaxy a41 and os12, app version 2.8.4.9335. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "tongue bitten broken," vomiting, and a seizure and was unable to self-treat, requiring initial treatment of a glucagen injection administered by a non-hcp third-party and secondary treatment of a glucose "infusion" administered by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a samsung galaxy a41 and os12. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "tongue bitten broken," vomiting, and a seizure and was unable to self-treat, requiring initial treatment of a glucagen injection administered by a non-hcp third-party and secondary treatment of a glucose "infusion" administered by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.